Event description:
On (B)(6) 2012, a customer contacted baxter's technical service center for an unrelated alarm. During the conversation, the homechoice patient (hp) reported he recently had an infection and his drainage was a little cloudy. On (B)(6) 2012, (B)(4) pharmacovigilance (cpv) received the following information from the patient regarding the infection: the infection happened after a colonoscopy and he was given antibiotic treatment. The event had nothing to do with the baxter product, but rather was due to the colonoscopy. On (B)(6) 2012, cpv received the following information from the patient's nurse regarding the infection: in (B)(6) 2010, the patient started capd therapy and switched to apd therapy in (B)(6) 2010. The nurse confirmed that the patient was in his mid 70's and that the patient experienced an infection that happened after a colonoscopy. When asked the type of infection the patient had, the nurse said that the patient experienced peritonitis. The nurse confirmed that "his drainage is a little cloudy" was due to the peritonitis. The nurse confirmed that the type of peritonitis was bacterial (start dated (B)(6) 2012). The pd solutions were not stopped due to the peritonitis. The remedial treatment began in (B)(6) 2012; the patient was given antibiotic treatment cefazolin & ceftazodine 2g each daily. The nurse stated that the patient was already in the hospital due to a gi bleed and then he experienced peritonitis while in hospital, which prolonged the hospitalization. The hospitalization date is unknown, but the patient was discharged on (B)(6) 2012. The patient recovered (mid (B)(6) 2012, exact date unknown). The nurse stated that the cause of the peritonitis was a colonoscopy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because a sample was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination.